Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with part of the plunger head missing, broken plunger board and broken force sensor flex cable, cracked bottom case by the "l" bracket and visible contamination. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported problem was duplicated during visual inspection (part of the plunger head missing including right plunger cover, broken force sensor board and broken flex cable on the force sensor). Service replaced right and left plunger cases, force sensor and plunger board to correct the reported issue. Service also powered up, re-calibrated force sensor and device passed all the functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.